Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f051001c vascular stent allegedly experienced material deformation and difficult to deploy. This information was received from one source. This malfunction involved a patient with no reported consequences. The female patient's age and weight were not provided.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The sample was not returned, however images were provided as well as a video clip for review. Based on the image and video review, the investigation is inconclusive for the reported issues. A definite root cause could not be determined. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f051001c vascular stent allegedly experienced material deformation and difficult to deploy. This information was received from one source. This malfunction involved a patient with no reported consequences. The female patient's age and weight were not provided.

Manufacturer narrative:
For the reported event, the devices was not returned to bd. A cd and images were provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f051001c vascular stent allegedly experienced material deformation and difficult to deploy. This information was received from one source. This malfunction involved a patient with no reported consequences. The female patient's age and weight were not provided.